Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen had vertical lines appearing across the screen and was hotter than other devices. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During evaluation, the high temperature complaint was unable to be confirmed. No issues with the device temperature were observed during testing or from review of the ventilator's downloaded error log. The lcd screen was found to have vertical lines across the display. Although vertical lines appeared on the lcd screen, the lines did not affect the ability to view the characters on the lcd screen. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen had vertical lines appearing across the screen and was hotter than other devices. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.